Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 12/18/2023, it was reported by a sales representative via email that the 3.5 mm swivelock anchor from an ar-1788j-cp internalbrace implant system cracked and warped, and the eyelet came off the screw. This was discovered during a lateral ankle repair procedure on (B)(6) 2023. The surgeon was able to remove the eyelet, sutures, and the anchor from inside the patient.

Manufacturer narrative:
Complaint is confirmed. Visual inspection identified that the 3.5 mm bc swivelock on short driver was received without the bio-screw. The evaluation was performed per the picture attached, which confirms that the bio-screw had warped around the threads. Functional testing with the driver returned 3.5 mm bc swivelock on short driver of the internalbrace¿ implant system, ligament augmentation repair, biocomposite, with jumpstart® dressing noted that it works smoothly as required. The method used to prepare the bone, as well as the bone quality encountered, was not provided. Per dfu-0087-13 at revision 0. G. Precautions. 3. Make sure to use the recommended drill bit or punch to create a bone socket. 8. Self-punching pushlock and swivelock suture anchors only: ensure that the angle of anchor insertion is perpendicular to the bone. The most likely cause for the reported failure can be attributed to improper bone preparation, misalignment insertion of the device during insertion; prying/leveraging the device during insertion.